Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up # 1 date of submission 10/28/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 10/04/2016 with the following findings: during investigation, the keypad was intact; no damage was observed. The up arrow, down arrow and ok buttons on the keypad were found to be under-responsive. The keypad was removed and there was evidence of moisture corrosion found on up arrow, down arrow and ok button contacts. The pump was opened and no further moisture was found inside the pump. No moisture was observed in the battery compartment.